Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cerebrovascular accident cannot be conclusively determined. Per the IFU, cerebrovascular accident is a known risk during the use of this device.

Event description:
Related manufacturer reference 9680001-2016-00020, 3005188751-2016-00009, 3005334138-2016-00010, 2030404-2016-00007, 3008452825-2016-00023, 3005188751-2016-00010. Following an atrial fibrillation ablation procedure, a cerebrovascular accident occurred. During the procedure a rise in impedance occurred and the ablation catheter was exchanged for another of the same model to complete the procedure. Following the procedure, the patient experienced double vision and an MRI was performed, which revealed a cerebrovascular accident. No intervention was required to treat the patient and the patient was stable with double vision and issues with equilibrium at the time of this report. The physician was uncertain as to the cause of the cerebrovascular accident.